Manufacturer narrative:
The subject bflex 2 large 5.8 single-use bronchoscope was not saved by the facility and thefore was unable to be returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. The lot number of the device was unknown, therefore review of complaint history for the subject lot was unable to be performed. Trending analysis for bflex 2 large 5.8 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a bronchoscopy, using a bflex 2 large 5.8 single-use bronchoscope, the image on the connected glidescope core 15-inch monitor froze. The bronchoscope was immediately replaced and the procedure proceeded without incident. No delay in the procedure or harm to the patient was reported.